Manufacturer narrative:
Product has been returned and is currently undergoing investigation process. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer initially reported that their abbott diabetes care device was not powering on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated with retained strips. Visual inspection has been performed on the returned reader and no issues were observed. Reader did not power on with button depression, strip insertion or usb (universal serial bus) cable insertion. Reader was connected to pc and software, however did not recognize the reader. Visual inspection has been performed on the returned usb/charging cable and no issues were observed. Usb/charging cable were passed testing. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased returned reader and burned component on pcba (printed circuit board assembly) was observed. An extended investigation was performed. The reader was not able to power on with the button, strip, or universal serial bus (usb) insertion. No damage was observed to the reader. Burn marks were observed on the u13 component of de-cased reader. The returned cable was passed the cable test. A visual inspection was performed on the returned reader¿s pcba and burn marks were observed around the u13 component by using a digital microscope. The reader event log was unable to be downloaded due to the reader was failed to connect to the computer. Bench testing was performed on the reader. The returned battery was measured using a digital multimeter and the result was not within the specification range. A known good battery was used to attempt to power on the reader and the reader was powered on but failed to connect to the computer. The returned battery was replaced with a known good battery and returned battery was monitored under a thermal camera while the reader was powered on and charging, powered on and not charging, turned off and charging and turned off and not charging. The reader was powered on where hotspots on the stm processor and the u13 components were observed. R100 pulldown resistor was measured and any voltage across this resistor was evidence of excessive voltage/current bypassing the stm vbus protection circuit. A continuity test with a cable tester was performed on the returned usb/charging cable and no opens or shorts were observed. The reported field event of the reader being unable to power on and burn component on pcba was observed. It was determined that the reader was not able to be powered on due to incorrect usb power adapter usage by the customer. The use of an incorrect usb power adapter to charge the reader will surge critical ic components of the reader with excess voltage/current and permanently damage the reader. This was not possible with the abbott provided usb adapters; therefore, the issue is not confirmed to use due to incorrect adaptor used. At this time, the adapter has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the products met specifications prior to release to distribution. If partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer initially reported that their abbott diabetes care device was not powering on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.